Manufacturer narrative:
The pump was received with a full segment display due to a faulty component on the interface board. Unable to perform the full functional testing or verify any alarm due to the full segment display. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump does not turn on, even after a battery change. The customer's blood glucose reading was unknown at the time of incident. Customer was advised that the device would be replaced and to return the product for analysis.